Event description:
It was reported that during an avnrt (atrioventricular nodal reentrant tachycardia) procedure, a complete av node block occurred during slow pathway ablation. As soon as single prolonged ah interval was noted during the rf application the rf delivery was stopped. However, the complete heart block was noted immediately after the rf delivery was stopped. It was noticed and confirmed by the bs and ic electrograms. Transvenous pacing wires were inserted into the patient on the following day of the event. The pacemaker was implanted. The patient was transferred to the ICU (intensive care unit) in stable condition. The outcome of the adverse event was reported as unchanged.

Manufacturer narrative:
Product analysis will not be performed since it was stated by the customer that the product was disposed. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system u.s.: catalog #: fg540000, serial #: (B)(4). Stockert 70 system u.s.: catalog #: s7001, serial #: (B)(4). Ez steer coronary sinus u.s.: catalog #: bd710fj282rts lot #: 15719341m. (B)(4).